Event description:
It was reported that during an endopyelotomy case that the b1005 acucise catheter was used in a primary upjo. The first cut had no extravasation and the second cut had good extravasation. Ten minutes of tamponade was performed after excessive bleeding noticed. Then a tamponade catheter was placed overnight during recovery of the pt. The pt was released in the morning. Five days later the pt was readmitted to hosp and received two units of blood. No further incident has been reported. The sales representative was in the case and observed no damage to the acucise catheter after the incident and acknowledges that instructions in the product info data sheet were followed by the surgery. A spiral CT scan was not performed by the surgeon to detect crossing vessels due to the location of the obstruction.